Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem was captured in the event log, but upstream occlusion detected and no disposable alarm messages after pump starting were found. A functional test was performed, and the reported failure was not replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be within manufacturing specifications and pushed out meds with no issue. One possible, but unconfirmed, problem source could be powder found on the pump's chassis base of the upstream occlusion sensor, expulsor and downstream occlusion sensor. The expulsor assembly, upstream sensor and downstream sensor will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms is not pushing out meds. No patient injury was reported.